Event description:
Additional information was received indicating insulation damage was visually observed on the right ventricle (rv) lead.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricle (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted, a revision procedure was performed and rv lead damage was visually observed. The rv lead was capped and replaced. The patient was in stable condition.